Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg or the extension. The lead was stretched/over-stressed and the #3 conductor broke at the #3 weld site.

Event description:
It was reported that the patient had a major fall down a flight of fourteen steps. She subsequently experienced shocking sensations at the lead/extension connection site, a loss of therapeutic effect, pain, and sensory changes. It was presumed that dislodgement of the lead or extension had occurred. A single lateral view x-ray of the sacrum and coccyx was obtained. The lead position was correlated with intraoperative films to exclude partial lead retraction. The ipg appeared "offset". Reprogramming was done and no electrode combinations yielded effective stimulation, only painful stimulation in the rectal and tailbone areas. Palpation of the extension area intensified the pain. The device was explanted. The patient recovered without sequela.